Event description:
It was reported that the patient was in the hospital due to symptoms of low energy; the symptoms had persisted for at least two weeks. The patient was seeing low heart rates on his home blood pressure monitor. The implantable cardioverter defibrillator (ICD) was checked in the hospital and found to be functioning normally. The presenting electrogram revealed multiple premature atrial contractions (pacs) with normal atrial and ventricular pacing. Technical service felt it was possible that the pacs were causing the pacing to be below the lower rate limit (lrl) at times. Further interrogation demonstrated two beats below the lrl during a 30-minute time period. No reprogramming was performed at that time. The patient was instructed to perform a patient initiated interrogation if symptoms reappeared. The ICD remains in service and no additional adverse patient effects were reported.